Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and under delivery. Blood glucose reading was 250 mg /dl at the time of incident. Customer stated that the blood glucose was not going down and treated with manual injection. The customer was using auto mode feature at the time of high blood glucose event. The pump will not be returned for analysis.